Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring issue. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device, and confirmed that the navigation ring did not respond at all. The front bezel where the navigation ring was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.